Manufacturer narrative:
Additional information will be available upon completion of the device investigation.

Event description:
During insertion of the probe, the joint seal of the irrigation adapter was loosening. It took 60 minutes to remove the loose seal and additional anesthesia was required to finish the procedure.